Manufacturer narrative:
The returned profix porous femoral component was examined visually and microscopically. The purpose of this investigation is to determine the reason for the loosening of the profix porous femoral component. No destructive testing was carried out. The femoral component has random scratches on the posterior condyle surfaces and has blood stains all over the component. The porous surface had no signs of bone ingrowth on majority of the fixation surface and has some regions of biological attachment. Based on the available information the reasons for lack of bone ingrowth could not be determined. A review of complaint history revealed no prior complaints for this device/ failure mode.

Event description:
It was reported that the tibial component was mal-aligned and a revision surgery was required to correct.